Event description:
It was reported to nova biomedical that a consumer received multiple high readings on his blood glucose meter while on vacation resulting in his administering unk amount of insulin and paramedic calls for medical intervention. It was discovered the consumer stated that he stores his test strips in a bathroom setting against our directions for use, which may compromise the integrity of the test strips. In 2008, this consumer reported that this meter involved in this event was dropped and replacement was sent. This meter was never returned for evaluation as requested. The consumer continued to use the device that was requested back. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.